Manufacturer narrative:
Concomitant products: 5076-52 lead implanted (B)(6) 2011; 5076-52 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined impedance, high threshold and noise noted with left arm movement. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.